Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to pump shutting down interrupting therapy. The customer reverted to an alternate method of insulin therapy.